Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient etiologies: acute and chronic dissections and penetrating ulcers.

Event description:
On (B)(6) 2009, the patient was implanted with a gore tag thoracic endoprosthesis to treat a descending thoracic aorta dissection with a penetrating ulcer. An axillary-axillary bypass procedure using a vascular graft was performed prior to the implantation of the tag device due to the left subclavian artery being intentionally covered. On the final angiogram, a dissection was revealed at the distal end of the tag device. On (B)(6) 2009, a follow up computed tomography revealed that the dissection at the distal end of the tag device was enlarged and resembled a pseudoaneurysm. The patient was implanted with a gore tag thoracic endoprosthesis to treat the dissection. The dissection was resolved and the patient tolerated the procedure.